Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure.the customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 10-oct-2019. Date of report: 11-oct-2019. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement. Event date not specified; estimate used.